Manufacturer narrative:
Batch review performed on 21 august 2020: lot 1901442: (B)(4) items manufactured and released on 17-apr-2019. Expiration date: 2024-04-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: cup: versafitcup cc trio 01.26.45.0054 acetabular shell cc trio ø 54 (k103352) lot. 1901419. Batch review performed on 21 august 2020: lot 1901419: (B)(4) items manufactured and released on 10-may-2019. Expiration date: 2024-04-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: stem: quadra-h 01.12.025 cementless, ha coated std stem size 5 (k082792) lot. 1905392. Batch review performed on 21 august 2020: lot 1905392: (B)(4) items manufactured and released on 08-oct-2019. Expiration date: 2024-09-03. No anomalies found related to the problem. To date all the items of the same lot have been already sold without any similar reported event. Additional implant involved: ball heads: mectacer 01.29.204 biolox delta ceramic ball head 12/14 ø 32 size s -4 (k112115) lot. 1905637. Batch review performed on 21 august 2020: lot 1905637: (B)(4) items manufactured and released on 03-oct-2019. Expiration date: 2024-09-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
The patient has a low grade infection with staphylococcus epidermidis. 7 months after primary the surgeon explanted successfully all the devices.